Manufacturer narrative:
The provided qc data was not acceptable. The field service engineer found there was a damaged mixing paddle that he repaired. The customer ran calibrations, qc, and patient correlation. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable troponin t stat elecsys results from the cobas 6000 ul c501 + core analyzer. The customer noted they had high results that were reported outside of the laboratory. All of the results were reported as critical results. The doctor questioned the high results as they were not expected for the patients. The laboratory repeated the samples on another e601 analyzer and the results were lower. Patient 1 initial result was 0.048 ng/ml, and the repeat result was <0.01 ng/ml with a data flag. Patient 2 initial result was 0.052 ng/ml, and the repeat result was <0.01 ng/ml with a data flag. Patient 3 initial result was 0.060 ng/ml, and the repeat result was <0.01 ng/ml with a data flag. Patient 4 initial result was 0.046 ng/ml, and the repeat result was <0.01 ng/ml with a data flag. Patient 5 initial result was 0.080 ng/ml, and the repeat result was 0.015 ng/ml with a data flag indicating a hemolyzed specimen. The reagent lot number was 52076701 with an expiration date of 28-feb-2022